Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella cp support and during support, the patient had a hematoma at the access site. Hematoma was manually decompressed, percloses were tightened, and two units of blood products were given to the patient. The procedural outcome was the patient survived surgery.